Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump locked and did not operate. Customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, rewind and self test. Unable to confirm no button response due to frozen display. Device received with broken battery tube threads,